Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The past occlusion were resolved by changing the infusion set and resuming insulin therapy. Blood glucose ranged from 100-250 mg/dl. A system check was performed for the current occlusion alarm and the occlusion was found to be within the cartridge. Reportedly, the cartridge was cracked. The cartridge was changed and insulin delivery was resumed.